Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that atrial noise was observed during follow up. Some of the episodes were suspected to be external interference. Reprogramming was recommended. The patient was in good condition.